Manufacturer narrative:
(B)(4). The device was returned and evaluated by baxter. The identified "system error 105" alarm was confirmed and reproduced during evaluation. The alarm was caused by a failed motor (flex). The failed motor assembly was replaced.

Event description:
During baxter's functionality testing it was found that a spectrum pump had a system error 105 alarm. There was no patient involvement.